Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated surgery, cautery was used. Upon post operation interrogation, the pulse generator exhibited false end of service message. A device download was successfully completed and resumed normal functions. The patient would continue to be monitored.